Manufacturer narrative:
The manufacturer did not receive devices for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review results: as no lot number was provided for this device (head adaptor), the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend was identified for infection. Review of event description: patient underwent revision due to infection. Other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Investigation conclusion detail: the sterilization process for these devices was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to the infection of the patient. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a head adaptor on (B)(6) 2008 and was revised on (B)(6) 2016 due to infection.

Manufacturer narrative:
This follow-up report was created to enter a correction: according to the manufacturing date of the associated stem ((B)(6) 2008) the previously reported implantation date ((B)(6) 2008) was not correct. Therefore the implantation date is now considered as unknown. This correction does not change previous manufacturer's assessment of the case. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).

Event description:
T was reported that the patient was implanted a head adaptor on an unknown date and was revised on (B)(6) 2016 due to infection.